Event description:
Boston scientific received information that during implant non-physiologic noise was oversensed on this device. Visual inspection noted body fluid infiltration in the header. The device was not implanted and replaced without issue. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted a hole in one of the seal plugs. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Holes in seal plugs can lead to noise and/or oversensing.